Event description:
Customer's family member called on behalf of pt in 2002 alleging that pt's meter had been reading blood as control. It is unk if the blood sample was too small and the meter read it as control solution or pt had a low hematocrit level, which are two causes of a meter reading blood as a control solution test. Pt had been loosing weight, feeling thirsty and hungry. Pt's family member stated that "pt was getting normal readings with a control", so pt wasn't using enough insulin. Due to weight loss, pt's family member had taken pt to the hosp, where pt was admitted for five days. A blood glucose result of "312 mg/dl" was reported from an unk device. Customer did not have items to resolve the issue or inspect if the meter had malfunctioned. Ccr replaced check strip, control solution and test strips. Mailed letter after unsuccessfully reaching customer after two phone call attempts. No further info was provided.